Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The manufacture date for this electrode is october 5, 2015.

Event description:
Boston scientific received information that when the lead was connected to this device out of shock impedance measurements were noted. Saline was infected into the coil part and flushing was performed. The lead shock impedances measurements still appeared out of range. A loose connection was suspected, thus the lead was removed from the device and then reconnected and normal shock impedance values were noted. No adverse patient effects were reported. The field representative wanted to discussed sensing options. Boston scientific technical services (ts) noted for sensing primary would not be a good vector as the amplitudes were small, although secondary and alternate vectors have discarded t waves. Ts noted that it may be better to consider tachycardia program off until auto setup with pass has been completed. The field representative discussed the case and noted that the physician wanted to program the tachycardia mode on and automatic set up will be performed with pass.